Manufacturer narrative:
The device was received with the needle deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases. The device was deactivated at (B)(4) pulses. No damages or defects were found with the needle mechanism. The device functioned as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
A patient reported high blood glucose (bg) levels of 325 mg/dl while wearing the pod between 24 and 36 hours on the arm. It was stated that the pink slide did not move forward or was not visible; indicating a needle mechanism failure. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.